Event description:
It was reported that six days post implant, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure. The implantable cardioverter defibrillator (ICD) lower limit frequency was set to 50 beats per minute and during the procedure, the nurse dictated the heartrate more than 30 times. The patient was not connected to electrocardiogram (ECG) monitoring; however, a finger pulse oxygen was clamped. Symptoms such as weakened breathing of the patient appeared, and low frequency heart rate was suspected. The surgeon immediately rescued the patient and connected the patient to the ECG monitoring. During the rescue, the ECG monitoring showed that the patient had ventricular fibrillation (vf). The doctor believed that the ICD had not discharged, and immediately performed external defibrillation. It was noted that the ICD therapies had not been programmed off prior to the procedure and a programming report showed that the ICD did recognize the vf and delivered treatment. After the rescue, the patient was sent to the intensive care unit (ICU). Physicians rushed to the hospital to program the patient. After rescue, the patient's vital signs were weak, and monitoring showed full atrial and ventricular pacing even though prior to the surgery, low pacing requirement was necessary. Additionally, after the rescue the right atrial (ra) lead impedance was undefined high; however the post-operative measurement was within normal limits and the trend was stable. It was determined that the ra lead had dislocated, and the impedance alert was programmed off. The patient was later discharged. The ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.